Manufacturer narrative:
Product complaint #: (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts to obtain the following information have been made, although not received. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j neurosurg doi: 10.3171/2017.1.jns161947.

Event description:
Title: endoscope-assisted repair of csf otorrhea and temporal lobe encephaloceles via keyhole craniotomy: authors: pamela c. Roehm, md, phd, derrick tint, md, norman chan, md, ryan brewster, ba, vishad sukul, md, and kadir erkmen, md. Citation: j neurosurg doi: 10.3171/2017.1.jns161947. The aim of this retrospective study is to determine if the use of endoscopic visualization through a middle fossa keyhole craniotomy could effectively repair tegmen defects. Within an 18-month period, five patients (n=4 female, n=1 male, with mean age of 57±11.7, and average bmi of 31.8±9.1) with temporal lobe encephaloceles (tle) (1 patient had bilateral tle) undergone six endoscope-assisted repairs of the tegmen mastoideum or tegmen tympani through a keyhole craniotomy. After the procedure, the temporalis muscle and skin are closed in layers with absorbable sutures and a layer of cyanoacrylate tissue adhesive dermabond (ethicon) was used to cover the incision. One patient developed a suture abscess, which was treated and resolved with topical therapy and a short course of oral antibiotics. Endoscopic visualization allows for smaller incisions and craniotomies and less risk of brain retraction injury without compromising repair integrity during temporal encephalocele and tegmen repairs.